Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: wedge resection. According to the reporter: the cartridge's clamp cover was broken. Used other device. The component could not be located and was considered to remain in the patient. Another device was used to complete the procedure.